Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked. The event was further described as; when attempting to add medication into the bag, the injection port came out with the needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Additionally, the injection site cameout and roughness was observed. The reported condition was verified. The cause of the condition could be related to environmental condition where the product is stored and constantly exposed to any light (especially uv-light), oxygen, ozone, heat, humidity, any stress. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.